Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an atrial pacing impedance of 2300 ohms. The latitude system showed normal sensing for the competitive atrial pacing lead. The clinic was planning to bring the patient in to evaluate the lead. A boston scientific technical services consultant discussed assessing sensing and thresholds.

Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an atrial pacing impedance of 2300 ohms. The latitude system showed normal sensing for the competitive atrial pacing lead. The clinic was planning to bring the patient in to evaluate the lead. A boston scientific technical services consultant discussed assessing sensing and thresholds. Boston scientific received information that this device was recently explanted and returned for analysis due to normal battery depletion. No further allegations or adverse patient effects were reported since the time of the original event.

Manufacturer narrative:
A chest x-ray did not reveal a lead fracture. Technical services discussed a potential loose setscrew as the cause of the out of range impedance measurements. It was reported that the device was programmed to pace in the ventricle only and to sense in the atrium and ventricle. No invasive procedure was planned. The device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The laboratory analysis could not reproduce or find any abnormalities that may have contributed to the clinical findings.